Manufacturer narrative:
Analysis is normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented with endocarditis. Since device implant in (B)(6) 2015, patient has had episodic fevers and pain at device site. In previous month, patient presented with blood stream infection and cultures positive for (B)(6). Transesophageal echocardiography showed possible vegetation on the lv lead and CT showed evidence of septic pulmonary emboli. The system was explanted and later replaced. There were no intraprocedural complications.